Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: pli-10 (nim4cm01): product analysis: the results of the analysis concluded that no fault was found with the device. H3: pli-20 (nim4cpb1): product analysis: the results of the analysis concluded that the stim 1 was failed due to afe pcba electrode pin was broken. Manufacturing date for pli-20: 2023-04-24. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the thingy doesn't connect to the nim monitor via wireless mode and doesn't upload stimulation on the m onitor. The procedure was completed using the another patient interface. There was no known patient impact related to the event.

Event description:
Additional information received that there is no patient involved in this event.

Manufacturer narrative:
B5: new information received. Ime <(>&<)> imf codes were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.